Manufacturer narrative:
Patient information was not provided. Section a was left blank. The cause of the injury was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that following successful implantation of an impella cp an aortic dissection was observed. The pump was explanted and the patient is in stable condition.